Manufacturer narrative:
(B)(4). Results: product performance engineering was unable to determine a conclusive root cause for the balloon rupture. Eval summary: qa analysis revealed that the balloon catheter was returned with blood in the hub, in the guide wire lumen, inflation lumen and in the balloon. There was contrast in the inflation lumen and in the balloon. The balloon was loosely folded. There was no damaged noted to the balloon catheter. A new indeflator, filled with water was used to pressurize the balloon catheter when fluid was observed leaking from a pinhole, 4mm distal to the proximal shoulder. There were no visible scratches. The balloon catheter will be sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering reviewed the incident info and analysis of the returned product. It was reported that during use of the 2.5x20mm rx voyager balloon catheter, the balloon ruptured. Analysis of the returned product noted blood visible in the hub, guide wire lumen, inflation lumen, and balloon, which is consistent with a rupture while in the pt. There was contrast in the inflation lumen and balloon, which is consistent with preparation. The balloon was loosely folded. Functional testing was able to confirm the reported rupture, as a new indeflator was used to pressurize the balloon when fluid leaked out of a pinhole 4mm distal to the proximal shoulder. There were no scratches visible. The product was sent to the sem lab for further analysis. The analysis determined that the rupture may be related to exposure conditions or a material/processing discrepancy. There was partial tearing and mechanical chattermarks near the rupture on the outer surface. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a mfg deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. It is possible that the balloon material was damaged (scratched) during interaction with other devices and/or pt anatomy, resulting in the rupture in the balloon. The pt anatomical conditions were not described in the case info and it is unk what pressure the balloon was inflated to, which may have aided the eval and determination of cause. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported balloon rupture. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during use of the device, the balloon ruptured. No pt effects. No add'l info is available.